Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous, mr, 3.0x32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the first proximal strut; lifted on one side and pulled in a distal direction. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The stent od (outer diameter) of the undamaged section was measured and was within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-jan-2017. It was reported that crossing difficulties were encountered. The 55% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). A 3.00 x 32 synergy¿ stent was advanced but failed to cross the target lesion despite several attempts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.  However, returned device analysis revealed stent damage.